Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced recurring incontinence due to atrophy of spongiosum with an artificial urinary sphincter (aus). The physician did not believe the device caused or contributed to the incontinence. A surgical procedure was performed to implant a new aus. There were no performance issues with the explanted device. The patient fully recovered following the procedure.